Event description:
Using ligasure, cycle completed. The doctor opened jaws of instrument and insert became dislodged. There was no harm to the patient.what was the original intended procedure?laparoscopic supracervical hysterectomy.